Event description:
It was reported that while going through inventory at the facility, a note was found on a 15x3.75mm quantum maverick balloon stating "balloon not properly mounted". There were no reported pt complications as a result of this complaint. The pt condition was reported as "fine". Add'l info has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.